Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 500 mg/dl at the time of admission. Customer reported feeling sick prior to their hospitalization. It was also found the customer had a bent cannula with their infusion set. Customer also reported vomiting and was unable to sustain any foods consumed. It was found the cause of the hospitalization was from diabetic ketoacidosis. Customer stated they were wearing the insulin pump at the time the paramedics were called. The customer declined to return the insulin pump for analysis.